Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles inside the reservoir after removing the transfer guard. Blood glucose level at the time of the incident was 293 mg/dl and treated. Customer also reported sensor calibration issue. The product is expected to return.